Event description:
According to literature article dated (B)(6) 2017,"treatment of paradoxical adipose hyperplasia following cryolipolysis: a single-center experience," which discussed a 38 year old hispanic male who was treated with coolsculpting on (B)(6) 2014 to the lower abdomen using 1 cycle with a coolmax applicator. In (B)(6) 2015 the patient was diagnosed with paradoxical hyperplasia to the lower abdomen.

Manufacturer narrative:
Treatment of paradoxical adipose hyperplasia following cryolipolysis: a single-center experience,". (N.d.). Treatment of paradoxical adipose hyperplasia following cryolipolysis: a single-center experience,". Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.